Event description:
Customer reported an issue with the gas module which may have resulted in a loss of gas monitoring.

Manufacturer narrative:
Mindray service reps replaced the unit's gas module bench. Performed all functional and safety checks and unit was returned to service.